Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having to increase the stimulation, in order to feel it and he needed to catharized more (6-8 weeks prior), it used to be once per month and now has increased. The rep looked at longevity and it showed ok 69 months. Power on reset (por) was reviewed with the rep regarding the longevity. The rep was unsure when the por occurred. The rep also indicated that she would discuss replacement with the healthcare professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that, to resolve the por and stimulation issue, they increased the stimulation slightly on (B)(6)2017. No procedures were done at the time of the report and they had no recollection of what caused the por or when it occurred. They noted that the device was, possibly, at the end of life and they were discussing with a physician on (B)(6)2017.